Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump uploaded properly using care link and all bolus data recorded properly on the data report. No history anomaly noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that bolus and blood glucose was not registering when uploading to carelink. Customer's blood glucose was not reported. Insulin pump would be replaced.